Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer attempted to shove the usb cable into the usb port without moving the usb rubber door completely out of the way. Subsequently, part of the usb rubber door cover became lodged into the usb port. The customer was unable to charge the pump. The customer's blood glucose level was 136 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.